Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A cracked right plunger case was found. The event history log was reviewed and determined a primary audible alarm background error had occurred. Occlusion testing was performed however, and the reported issue could not be duplicated. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. Actions were taken to mitigate the reported issue: the cracked components and the battery were replaced. The speaker was also replaced as a preventative measure. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that a primary audible alarm issue occurred. No patient injury was reported.